Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels and that the insulin pump was dropped on the floor. The customer's blood glucose levels ranged from 300 to 430 mg/dl. The customer had treated with the insulin pump. Customer stated the basal rates were lowered by the doctor. It was found that the customer's site had been sore and there was a small amount of blood. The customer performed the displacement test and it passed. The customer performed the high pressure test and it passed. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. Nothing was replaced or returned.